Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported mechanical jam were unable to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the moderately calcified, moderately torturous and 80% stenosed anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the device resulted in the noted kinked stabilizer likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the internal carotid artery with 80% stenosis, moderate calcification and moderate tortuosity. The xact carotid stent system was advanced to the target lesion and upon releasing the stent, the release handle encountered resistance and could not rotate to release the stent failing to deploy. The stent was noted to be flowered. The xact carotid stent system was withdrawn. Another same size xact stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.